Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party service technician evaluated the device and replaced the solenoid mount assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire that the lap top ventilator 1150 wont hold peep (positive end expiratory pressure). The customer confirmed that there is no patient involvement associated with this reported event.